Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the left subclavian artery was used as the access site. It was reported that the intima of the puncture site of the left subclavian artery peeled off, causing the blood to not flow distally from the puncture site. After the delivery catheter system (dcs) was retrieved from the patient, angiogram confirmed the access vessel injury. The cause of the injury was not reported. Blood flow was recovered when a endarterectomy was performed. The minimum diameter of the access vessel was 6.5 mm. No additional adverse patient effects were reported.